Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. The reported problem (delivers monophasic pulse) was confirmed. As received, the monitor delivered a monophasic pulse during incoming pulse testing. The cause of the monophasic pulse was isolated to defective q2 transistor and r7 resistor components on the ca board. The root cause of the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn: (B)(4) indicating that it delivers a monophasic pulse.